Event description:
Alleged the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the head hi/low function is not working. The technician replaced the head hi/low motor to repair the bed.